Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview 6 had missing parts on the harvesting cannula when it was taken out of the box to use. The hospital did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).